Event description:
It was reported that the customer had a blank display. Customer was trying to change her battery on the pump and now there is nothing showing on the screen. Customer stated that she had a temp basal running and was concerned that was the cause of it not working anymore. Customer's blood glucose level was 9.0 mmol/l. Troubleshooting was performed. Pump passed the self test. Customer stated that the display returned. Customer will be shipped a replacement battery cap. Customer was advised to monitor the issue. Customer had a check settings alarm and no other alarms. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.